Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One picture was attached and reviewed. No cuff punctured can be appreciated in photo received; the complaint was not confirmed. No root cause applicable since no punctured cuff was appreciated in photo received for evaluation. No actions taken were performed since the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical tracheal tube was noticed that the cuff is punctured. This was discovered during testing. There were no reported adverse events.